Event description:
Treadmill began to increase elevation to the maximum of 25 degree, without stopping. Pt on treadmill stepped off and informed staff. When checked by staff with no one on treadmill it cont. Treadmill was unplugged and removed from service.